Event description:
It was found through an obituary search that the patient passed away from complications of epilepsy. At this time, no further details are known. No additional relevant information has been received to date.